Event description:
It was reported that approximately two weeks post implant an x-ray revealed that the right atrial (ra) lead had dislodged. It was further reported that the ra lead had exhibited an increase in threshold. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.